Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-sep-2023. H.6. Investigation summary: it was reported the mrp is different on the shelf box and individual product. To aid in the investigation, physical samples, a dispenser and two photos were received for evaluation by our quality team. A visual inspection was performed and the different mrp was observed and confirmed. A device history record (DHR) review was completed for provided material number 395061, lot 2257120. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), corrective actions or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the processes and/or equipment that would have affected the manufacturing of the device. Maintenance records were evaluated, and no problems were found. As a corrective action, the format was modified for verification of the mrp number when printing the shipper labels to coincide with the correct number assigned by the work order. The unit package number will also be verified at the beginning of the order to ensure no discrepancy in the mrp number. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 20 of the bd connecta¿ stopcocks packaging had different lot than shelf pack. The following was received by the initial: different mrp in shelf pack and individual product whereas the lot number is same.

Event description:
It was reported that 20 of the bd connecta¿ stopcocks packaging had different lot than shelf pack. The following was received by the initial: different mrp in shelf pack and individual product whereas the lot number is same.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.